Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection on the returned reader, and no issue was observed. The reader did not power on with a button press, insertion of the retained strip, or insertion of the universal serial bus (usb) cable. The returned reader was connected to a computer and the reader was not recognized. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and liquid contamination was observed. Therefore, this issue is not confirmed to use due to liquid contamination. An extended investigation was conducted and determined that there was no indication that the product did not meet specification. The DHR for the libre reader indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucagon injection" (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment of "glucagon injection" (dose unspecified) by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.